Event description:
In 2006, a patient presented to the hospital with multiple injuries sustained during a motor vehicle accident. A CT evaluation revealed a traumatic tear of the thoracic aorta beginning distal to the left subclavian artery. A decision was made to intentionally cover the left subclavian artery. Following successful deployment of the device, the proximal end was ballooned and a final angiogram was taken which demonstrated the absence of any endoleaks. A follow up CT taken in september, 2006 revealed the proximal end of the tag device had collapsed. The patient was asymptomatic related to the collapsed device. A plamaz stent was placed proximally in tag device, resolving the proximal collapse. There was no indication of endoleak. Patient outcome is unknown at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.